Event description:
It was reported that the patient presented to the operating room for a system implant. During procedure, it was noted that the physician was unable to implant the right ventricular lead, the lead was not used. Another lead was implanted successfully. No further information was available.

Event description:
New information received notes that the lead was unable to be implanted due to patient anatomy.

Manufacturer narrative:
Analysis was normal. No anomalies were found.